Event description:
The customer reported that an alarm was sounding at the fetal but not at the obtv central monitoring. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that an alarm was sounding at the fetal but not at the obtv central morning. No pt harm was reported. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur, therefore philips is reporting this incident in abundance of caution. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.